Manufacturer narrative:
This MDR was generated under protocol (B)(6) , as a result of warning letter cms# 617147. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Attached a cassette and performed functional test which passed. The root cause of the reported issue could not be confirmed as the reported issue could not be replicated at the time of the device evaluation. Actions were taken to mitigate the reported issue: replaced the downstream occlusion sensor for preventive measure.

Event description:
Information was received regarding a cadd solis vip pump. It was reported that the device indicated that the cassette was not properly attached. There was no patient, or clinician injury associated with this occurrence. It occurred during testing. No further details provided at this time.